Event description:
It was reported that during use, the tip of this suture hook broke. The broken portion was retrieved and there was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the product was received from evaluation without the detached tip portion. A visual inspection confirmed that the needle detached at the weld. Further examination found that the outer shaft was severely bent. A review of product history found no other reported events for this lot number. The information for use (IFU) informs the user to avoid lateral stresses to the instrument or device function may be compromised and unintentional pt injury may result. Conmed linvatec will continue to monitor this product for failures.